Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 500 mcg/ml lioresal (baclofen) at a dose of 100 mcg/ml. The reason for use was not reported. It was reported that the patient had a post-op pump pocket infection and explant several months ago ((B)(6) 2019). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included the cultures confirming the infection. Actions that were taken to resolve the issue included an explant and the patient being treated with antibiotics for infection. The product was not returned to the manufacturer because the customer discarded it, as they were not notified that it should be returned since the rep was not aware of the issue. New pump to be implanted on (B)(6) 2019. The issue was resolved at the time of the report. There were no further complications reported/anticipated.